Manufacturer narrative:
Initial reporter¿s phone (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cone sleeve was loose and unscrewing from the gear sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device unscrewed. There was a five minute delay to the planned surgical procedure. The same device was used. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.